Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose readings. Customer stated that he was driving and the insulin pump did not alert him. Customer stated that he was at the light and he was unable to respond or move. Person behind the customer called the ambulance and he was taken to the hospital with low blood glucose readings. Customer was monitored for an hour at the hospital and then released. Customer declined troubleshooting the insulin pump. No device is being returned for analysis.